Event description:
Boston scientific crm received information that this pacemaker displayed a warning indicating end of life (eol) may be less than 3 months and follow up frequency should be increased. Boston scientific technical services (ts) was consulted and stated that this is an interactive warning based on the amplitude, pulse width and impedance measurements. If the device is using alot of power this warning can be displayed at any time in the device life, and is not necessarily indicative of battery remaining. Ts also explained that this in this case, this warning is not telling you how quickly you will reach eol. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.